Manufacturer narrative:
The device was returned for evaluation. The device was given functional testing and the device showed a "flash memory post error" message after power up. The issue was determined to have been caused by a faulty printed circuit board.

Event description:
It was reported the device gave an alarm with message "system failure flash memory post". No adverse effects reported.